Event description:
It was reported that patient underwent an aspiration on the left hip due to an infection.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and although an aspiration was performed to rule out an infection prior to the left hip revision, it was unsuccessful and ¿prematurely terminated¿ per patient request. The pathology results of the left hip revision intra-op specimens revealed ¿fibroligamentous tissues¿ which are consistent with an alval/pseudotumor. The patient impact beyond the reported discomfort and anxiety during the attempted aspiration cannot be determined. No further medical assessment can be rendered at this time. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.